Manufacturer narrative:
H2, h6 updated the balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery was provided by the site therefore no imagery evaluation performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of was performed and revealed no other complaints relating to the complaint code failure balloon burst. The complaint for failure balloon burst was unable to be confirmed, therefore a complaint history review is not required. The following instructions for use and training manuals were reviewed: IFU for commander delivery system, device preparation manual and procedural training manual. No IFU training deficiencies were identified. A manufacturing mitigation review was performed for the complaint and it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event. A review of edwards lifesciences risk management documentation was performed for this case. There was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. No further action is required. The complaint for failure balloon burst was unable to be confirmed as neither the complaint device nor applicable imagery was provided. Since the complaint device was not available for evaluation, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The complaint description states, per field clinical specialist, during the procedure t implant a 26mm sapien 3 ultra r, the commander delivery system balloon burst on calcium during the valve deployment as balloon was fully inflated. A second 26mm commander delivery system was prepped and used to post dilate the valve. Patient remained stable throughout. There was no injury to the patient associated with the balloon burst. Per additional information, 23ml was used for inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) may have contributed to the balloon burst. An existing technical summary applies to this event therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during the procedure to implant a 26mm sapien 3 ultra resilia, the commander delivery system balloon burst on calcium during valve deployment when the balloon was fully inflated. A second 26mm commander delivery system was prepared and used to post dilate the valve. There was no injury to the patient associated with the balloon burst.